Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic hysterectomy while closing the cuff, the needle fell into the patient cavity and lodged in the cervical tissue. The surgeon was unable to pull needle through tissue and the needle broke in half, leaving the half in the jaws of the device and the other half in the patient's tissue. The surgeon searched for the dislodged needle with the use of an x-ray and retrieved by cutting out the tissue where it was stuck to resolve the issue. It was noted that there was an extension of 2.5 hours to the surgical time.